Event description:
Caller states that the inner cannula does not fit right and loosens/falls out after short time of use 1-3 days. The caller confirmed that reintubation/recannulation of a replacement tube was required.